Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to a high blood glucose level. The customer was having issues with the sensor. Customer's blood glucose level was over 300 mg/dl. The insulin pump alarmed sensor error. The transmitter did not blink when the test plug was inserted. The device was not returned.